Manufacturer narrative:
Stryker orthopaedics is a distributor of this device, which is manufactured by osartis. The manufacturer has responsibility for regulatory decisions and MDR/mir reporting. Supplier has been notified. Serious injury reports for hv products are also filed to the FDA via stryker personnel. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's left knee was revised after patient complaint of tibial pain. Intra-operatively, the cement was noted to be well-adhered to the implants, but not well interdigitated with patient's bone. A triathlon ts knee was revised to a triathlon hinge construct.